Manufacturer narrative:
(B)(4). Method: the complaint 900mr810 adult heated wall reusable breathing circuit was returned to fph in (B)(4), and was visually inspected. Results: visual inspection revealed that the tube of the returned 900mr810 had a pinch damage near the chamber end cuff. Conclusion: the damage observed was due to the tool used during manufacturing. All 900mr810 adult heated wall reusable breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. The damage observed on the tube does not conform to our specification, and should have been rejected during inspection in the production line. Our user instructions that accompany the 900mr810 adult heated wall reusable breathing circuit state the following: - "inspect circuit before re-use, do not use if the circuit shows signs of deterioration, such as: cracks, tears, or damage." - "perform a pressure and leak test on the breathing system, and check for occlusions, before connecting to a patient." - "disconnect tube by handling end connectors only, do not pull or twist tubing, as this may cause damage."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a 900mr810 adult heated wall reusable breathing circuit failed the ventilator leak test. It was also reported that the leak was due to a small hole on the tube. This was observed before use on a patient.